Event description:
The reporter indicated that the surgeon implanted a vicm6; -5.50 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. It was indicated that laser vision correction was performed on (B)(6) 2022; due to the patient having residual refraction and poor udva. Lens remains implanted.

Manufacturer narrative:
(B)(4).